Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging she was unable to test because her onetouch verio iq meter was powering off during use. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on an unknown date at an unknown time. The patient reported using self adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue including 5 units of humalog insulin. The patient reported 10 minutes after the issue occurred she developed symptoms of ¿queasy stomach and sweaty.¿ the patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca was able to determine there was no misuse of the product and this was not the first time the meter had been used. The cca confirmed the battery did not need to be recharged. When the cca educated the patient on the auto shut off function, the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient claimed due to the alleged issue, she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.